Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked case at the display window corners, a missing reservoir tube o-ring and a broken off reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir did not lock/click in place.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is broken piece on the reservoir compartment. Customer was unsure how the damage occurred. Customer was advised that we are sending out replacement pump.